Event description:
An optometrist reported pt with dry, irritated eye at two month lasik post-operative visit. Pt also complained of photophobia at visit. Add'l info has been requested. This report references the right eye. An add'l report will be filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).